Event description:
It was reported the surgeon attempted to insert a competitor's lens with staar's injection system and the lens was torn by the injector. There was slight patient contact, but no injury.

Manufacturer narrative:
(B) (4). (B) (4).